Event description:
As our staff have opened some of the new sterile bsn medical specialist cotton blend cast padding, it was noticed that there are small yellow and brown chunks in the wrap. It was assumed that it's not sterile so therefore new supplies was opened and the other "contaminated supplies" was discarded. This issue has effected 2 lot numbers of the supply that health care providers know of. The ref# (B)(4) and the lot numbers effected where: 288768 and 287528.